Event description:
It was reported that the patients scs ipg was having trouble holding a charge. Different chargers were used to charge the ipg, however, the issue did not resolve. The physician suspects there may be early depletion of the ipg. The patient underwent an ipg replacement procedure and is stable post-operatively.

Event description:
It was reported that the patients scs ipg was having trouble holding a charge. Different chargers were used to charge the ipg, however, the issue did not resolve. The physician suspects there may be early depletion of the ipg. The patient underwent an ipg replacement procedure and is stable post-operatively.

Manufacturer narrative:
Code 3191: no code available was used as there is no equivalent FDA code for surgery. The returned ipg was analyzed and the ipg was charged fully from its hibernation. The battery depletion rate was within the expected range. It passed the functional test, and an electrical test revealed normal device characteristics. With all the available information, boston scientific concludes the event of early depletion was not confirmed as no problem was detected.